Event description:
A physician reported during the intraocular lens implantation two cracks were confirmed on the lens optic after implantation. The lens was explanted and the surgery was completed after replacing the lens with another one. It is unknown what lens was implanted after explantation. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. The reporting facility did not provide a lot number or any identification of the product. The root cause for the reported complaint could not be determined as no product was returned and not enough information was provided to complete the investigation. All product history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Video was provided and the reported complaint was observed. Video review: the lens preparation is not provided in the video. A cartridge comes in the video with the lens advanced at the wound guard. No identification can be made on the type of injector or the model of the cartridge used. Plunger appears to be blue in color, company injector plungers are silver. Exact confirmation on the injector cannot be made. It appears that the trailing haptic is not fully tucked onto the optic but is wrapped around the front and right side of the plunger tip. As the lens is advanced though the wound guard into the tip of the cartridge , there is a sudden jump/movement of the plunger as it enters the lens into the chamber. Monarch injectors cannot suddenly advance or jump at these points in the delivery due to the screw threads. As the lens begins to unfold, marks/ lines are visible over the optic. We are unable to determine the root cause for the reported complaint. From the provided video it appears that the haptic might not have been folded onto the optic. That may cause more resistance when the lens is in the nozzle and may cause complications during the implantation process. In addition to this, a sudden jump/ movement of the plunger was observed as the lens was advanced into the tip of the nozzle. Monarch injectors cannot suddenly advance or jump at these points during the delivery due to the screw threads. Also the color of the plunger was observed blue in color, monarch injector plungers are silver. No confirmation can be made from the video on accessories used. Lens damage may occur: due to the use of a non-qualified viscoelastic. Lens delivery performance may be negatively affected when using other non-qualified viscoelastics leading to underfill, overfill, misfolding , delivery issues and /or damage. Due to the use of a non-qualified combination of iol delivery systems. Mismatching this product and iol delivery system may damage the intraocular lens. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly and cause delivery issues and /or damage. If the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement and cause delivery issues and / or product damage. Any of the above listed causes alone, or in combination, may create the reported event. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed lens damage would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the iol/device contributed to the event. All product history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).